Manufacturer narrative:
(B)(4) the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was partially deployed. The anterior cuff was captured and attached to the needle tip. The posterior cuff was out of the foot pocket. The posterior cut was not completely engaged by the needle tip as evidenced by the slightly bent tabs. A needle to cuff detachment also prevents completion of suture deployment and may appear to the user as a cuff miss. In the deployment sequence when both cuffs are captured during needle deploy the posterior needle tip with rail end of suture are pulled via the link to anterior cuff attachment through the tissue and into the preformed knot (non-rail end of suture) creating the loop. Because the posterior cuff was not completely captured by the needle tip the suture was not retrieved. The returned plunger was inserted into the device and the needle trajectory, depth and mandrel travel were acceptable. The needle trajectory of each device is inspected during manufacturing. A cuff detachment or incomplete attachment can be influenced by many factors including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger, excessive force during plunger removal, jerky motion or a side wall stick. The patient anatomical condition can create unintended interaction with human tissue, aggressive and fast deployment of the plunger. It was reported in this case that the femoral artery was mildly calcified. As mention the patient anatomical condition may also influence the needle to cuff attachment. The instructions for use, under special patient population states that the safety and effectiveness of patients with femoral artery calcium which is fluoroscopically visible at access site, however it can not be conclusively determined if this was a contributing factor in this case. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. No manufacturing or quality inspection deficiency was detected. Based on the investigation findings, the cause for the detachment of the posterior cuff in this case appears to be related to the operational context. There does not appear to be any indication of a lot specific product quality deficiency. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure through a 6 fr shuttle sheath in the midly calcified right common femoral artery after an interventional procedure (carotid). Reportedly, when the plunger was removed a needle-to-cuff miss occurred. The proglide device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.